Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation observed no issues upon performing flow accuracy test at 125ml/hour with a volume to be infused (vtbi) of 125ml, with a volumetric output deviating from the original by -2.744 percent; this deviation falls within the plus or minus five percent margin of error. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing at the programmed rate and was under infusing. A 3 hour programmed rate drug infused over 4 hours and a 90 minutes programmed rate intravenous fluid infused over 2 hours and 15 minutes. The rate were double checked by two nurses. The reporter performed their own verification testing and could not duplicate the issue. The reporter also relayed to see the pump log at the 19:03 time on (B)(6) 2020 using paclitaxel. There was no known patient injury or medical intervention associated with this event. No additional information is available.